Event description:
It was reported to boston scientific corporation that the needle of an interject injection therapy needle catheter "would not come in and out reliably."

Manufacturer narrative:
No defects were observed after a visual examination of the returned device. A functional evaluation demonstrated that the needle could be extended and retracted five consecutive times without issue; it was concluded that the device functioned as intended. The reported malfunction is not confirmed. A search of the complaint database realized seven additional complaints had been reported for the same lot for the same malfunction (five of these seven were reported by the same customer). A review of the device history record for the pertinent lot was performed; no anomalies were noted.